Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii y prn/ec slm leakage occurred. This occurred 100 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: a nurse uses a product for a patient and finds that the septum is leaking.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 2110886. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, photographs were provided that displayed leakage occurring through the septum of the device. Your issue has been confirmed. Unfortunately, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Without the ability to replicate the reported non-conformance, our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
No additional information.